Event description:
This lead was explanted due to an unspecified lead malfunction. The physician's office had no information regarding the exact nature of the malfunction. This lead was retained by the hospital. Should additional information become available, this file will be updated.